Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. The patients hospitalization stay was extended. The case was completed with cryo. No further patient complications have been reported as a result of this event. The patient was part of the (B)(6) registry study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the phrenic nerve palsy (pnp) recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. The patients hospitalization stay was extended. The case was completed with cryo. No further patient complications have been reported as a result of this event. The patient was part of the (B)(6) registry study.